Event description:
It was reported to philips that the system's table side operating module was activated, preventing geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.